Event description:
It was reported to boston scientific corporation on august 10, 2007 that multibite single-use biopsy forceps were planned for use approx a month and half prior (patient age, gender and weight unknown). According to the complainant, it was discovered during procedure preparation that one of the biopsy forceps packages was open. The procedure was successfully completed with another multibite single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was unknown.

Manufacturer narrative:
A visual examination of the returned device revealed that the left side of the pouch as described by the customer is open up to the left chevron seal which is also open approximately 4". The open left seal and open portion of the chevron seal exhibit evidence of heat seal transfer, which was supported by sem analysis. All other seals are in tact. The incident pouch was submitted to a peel test of the chevron (top) seal and the right seal resulting in 3 out of the 6 peel test readings below specifications. The other packages in the pouch were submitted to a peel test and visual inspection and were found to be within specification. Based on the investigation conducted, the most probable cause for the failure is due to a weak seal. All evidence during analysis of the pouch shows that at the time of manufacturing, the pouch was sealed. Based on the peel test; and the sem photo comparison, results show that the chevron seal was apparently weak and when the product was placed into the pouch this caused pressure against the left side seal compromising the seal thereby, causing the reported failure. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.